Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: a 52-year-old female with cardiomyopathy and a pre-support clinical state consistent with scai shock stage d was supported with an impella 5.5, surgically implanted via the right axillary/subclavian artery. During support, the aic controller displayed a ¿placement signal low¿ alarm. Pump positioning was assessed and confirmed to be appropriate by echocardiography despite the alarm. Upon explant, several clots were observed in and around the motor housing. No replacement device was requested. The patient survived explant of device. The reported event involved a ¿placement signal low¿ alarm with clot burden observed in and near the motor housing at explant, despite echocardiographic confirmation of appropriate device positioning. At this time, a definitive relationship between the alarm and the observed clot burden cannot be determined based on the available information.

Event description:
Clinical narrative: a 52-year-old female with cardiomyopathy and a pre-support clinical state consistent with scai shock stage d was supported with an impella 5.5, surgically implanted via the right axillary/subclavian artery. During support, the aic controller displayed a ¿placement signal low¿ alarm. Pump positioning was assessed and confirmed to be appropriate by echocardiography despite the alarm. The alarm was false. Upon explant, several clots were observed in and around the motor housing. No replacement device was requested. The patient survived explant of device. The reported event involved a ¿placement signal low¿ alarm with clot burden observed in and near the motor housing at explant, despite echocardiographic confirmation of appropriate device positioning.

Manufacturer narrative:
B5 clinical narrative was updated. D4 serial and primary UDI number were revised. H6 upon review by engineer, medical device problem code was changed from placement signal to false alarm and patient device interaction problem was added.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of the injury was not determined due to insufficient clinical details. The cause of the false alarm could not be determined.